Event description:
It was reported that the cuff of two sets were punctured or teared during insertion. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: updated h3: two samples were returned for investigation. The samples were visually and functionally tested and the customer reported complaint was not able to be confirmed. The most likely cause of the issue is that the failure occurred during the procedure due to contact with a sharp edge, which is in conflict with the instructions for use. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. There were not any other customer complaints found against the reported lot number.